Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used large tr band assembly was returned for product evaluation. The inflator was not received for product evaluation. Microscopic and fluoroscopic images of the air inlet port were taken. Visual inspection revealed that no anomalies were observed. Leak testing was performed on the device. A tr band inflator was obtained and used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater. No bubbles were observed along with the seals of the large and small balloons; however, air bubbles were seen at the air inlet valve. The valve was then deconstructed and examined under the microscope. No foreign matter was found on the air inlet valve some, however, deformation was seen at the top of the valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the lab placed a tr band on a patient, and they noticed as the patient got to the ICU the balloon had deflated. They noticed the side port balloon was still inflated but not the compression balloons. They took the tr band off and placed another one on the patient. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received 18oct2019: the procedure prior to use with the tr band was a left heart catheterization. Blood loss was less than 250cc.